Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the harmonics would error with a red led. The fse replaced the video interface patch panel (vip). After replacing the vip, the issue was resolved. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the operating room staff continued to experience issues with the ace harmonic device. The staff had swapped working generators and cables with the system, but the cable still showed a red led at the pmed connections. The same generators and cables were functioning normally with other systems. The issue was isolated to the tower. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer was able to utilize the harmonic ace at first, but after switching to a monopolar curved scissors and then back to the harmonic ace, they were unable to utilize harmonic energy for the rest of the case. The tower would not recognize the cable going from the tower to the harmonics. The customer instead continued using bipolar and monopolar energy with other da vinci instruments using the same tower.

Manufacturer narrative:
The annex codes c and d were updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The video interface patch panel (vip) was returned for evaluation and the reported issue was neither confirmed nor replicated. The vip was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. Due to not having access to the harmonic ace accessory, further testing was unable to be performed. The system was left to idle for two hours, and five power cycles were performed without issue. As a result of these findings, no root cause could be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Further investigation showed that the unit passed all functional testing. The unit worked as designed. From these findings, failure analysis could not determine the root cause of the issue.

Event description:
Refer to h11 for follow-up information.